Event description:
A child on a bipap device with an hc500 humidifier and mr290 humidification chamber inline was being ventilated through a tracheotomy. The pt stopped breathing and died on monday, june 20th.